Event description:
It was reported that the patient presented to the emergency room with bradycardia. It was noted that the pacemaker (pm) had no low voltage (lv) output. Inductive interrogation of the pm was attempted to elucidate the cause of the no lv output, but it was not possible. The patient reported additional symptoms of dizziness. The pm was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of no pacing output and no inductive telemetry were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and current drain was normal. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.